Manufacturer narrative:
(B)(4). Date sent: 9/21/2021. D4: batch # 123a66. H6: component code =g04. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage, with a tyvek, and with one gst45g reload present. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembled the switch actuator post was found to be broken; which lead to the device not be able to fire. In addition, a switch-actuator firing was received inside of a plastic bag. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a thoracic wedge resection procedure that after the initial firing with a green load the device would not fire after reloaded. Down by the firing trigger a yellow piece of plastic was coming out of the opening. A competitor¿s device was used to complete the procedure. There were no adverse consequences for the patient.